Event description:
It was reported that patient underwent initial right partial knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent revision procedures on (B)(6) 2012 and (B)(6) 2015 due to a torn medial collateral ligament. The tibial bearing was removed and replaced during both procedures. Patient underwent a further revision procedure on (B)(6) 2015 due to a dislocated bearing and a torn medial collateral ligament after a patient fall. The tibial bearing was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02714 / 02715).